Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient wore a pod on the arm for approximately 25 to 36 hours when, on (B)(6) 2026, insulin delivery appeared inadequate, resulting in blood glucose 529 mg/dl with ketones 2.8 mmol/l and symptoms of feeling unwell and light-headed. Patient was transported by car and presented to the emergency department after midnight on (B)(6) 2026. The pod was removed; the cannula had inserted properly and appeared normal. Treatment included rapid-acting insulin administered by insulin pen and two intravenous saline infusions. Patient was observed for approximately nine hours and discharged later that morning in a stabilized condition. At home, a new pod was activated and therapy resumed. The affected pod was discarded and was not available for investigation.

Manufacturer narrative:
The physical device has not been returned. Cloud data from the user for the period of (B)(6) 2026-(B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. As estimated glucose values began increasing to urgent high (greater than 400 mg/dl) values, the automated algorithm appropriately increased the microbolus amounts delivered until hitting the max microbolus amount. Automated delivery restriction (adr) alerts were generated on (B)(6) 2026 due to the automated algorithm delivering the max microbolus amount for extended periods in response to the urgent high estimated glucose values. Cloud data showed that transitions from automated mode to manual mode occurred when pods were being changed, when a sensor was being changed, and after acknowledgement of adrs. Transitions from automated mode to automated mode: limited occurred after the generation of adrs before they were acknowledged, for the first four cycles after pod activation, and during one instance of pod-sensor connection loss resulting in a sensor change between 14:38 and 15:14 on (B)(6) 2026. The cloud data showed evidence that the bolus records captured in the cloud were from boluses that were actively and successfully delivered as the total pulses delivered count tracked by the pod correctly incremented based on the total bolus volume of each bolus after delivery of each bolus. No evidence of issues with insulin delivery was observed in the available cloud data.